Event description:
It was reported that a merlin.net transmission revealed myopotential inhibition that caused several pauses in pacing. Noise was also noted. The patient is pacer dependent. The noise and pauses were able to be reproduced with device manipulation. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via stored egms. The device tested on the bench and using automated test equipment; no anomalies were found. The device was normal.